Event description:
On (B)(6) 2022, the patient underwent an ivc filter implantation procedure. The patient anatomy was tortuous. The two longest struts perforated the vessel a little bit, but were not considered serious. On (B)(6) 2022, the catheterist/physician reviewed the images and noted that two struts had vessel perforated approximately 2 cm. There was a small amount of hemorrhage from the right vessel wall where one of the struts perforated. Additional procedure have not been taken. Patient's condition after the operation: as of today: no abdominal pain, no decrease in vitals, no serious adverse event. The device will be implanted permanently.